Event description:
It was reported via clinic notes that the vns pt had recently been diagnosed with a meningioma and had been hospitalized due to multiple seizures although the physician indicated that there was some suspicion of pseudoseizures. The pt also complained that the vns felt like it was stimulating erratically. A battery life calculation for the vns generator was performed that indicated that the generator was likely at, near, or past end of service and the physician indicated that the battery had "run out of power." The erratic stimulation may be an indicator that there is insufficient voltage remaining for the vns generator. The relationship of the meningioma to vns is unk. It is noted that the pt's current seizure frequency is less than pre-vns frequencies. The pt's generator has been explanted at the pt's request due to the erratic stimulation. It is unk if she will be re-implanted at this time as the pt feels that she is seizure free. Attempts for additional info have been unsuccessful to date. Attempts for the return of the explanted generator are in progress.